Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "the pt femoral exeter stem cracked at mid-level of the stem."